Event description:
When the user ligated a clip during a surgery the jaws of the applier got broken. Therefore, the applier was replaced with a new one to complete the procedure. According to the user the issue was caused by the jaws being misaligned and the clip could not be locked properly.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
When the user ligated a clip during a surgery the jaws of the applier got broken. Therefore, the applier was replaced with a new one to complete the procedure. According to the user the issue was caused by the jaws being misaligned and the clip could not be locked properly.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in july of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument as received shows that the distal handle (g00388) and shoulder screw (n00186) are loose in a separate bag from the instrument. We are able to validate this complaint. Further evaluation of the instrument shows that the proximal handle (g00436m) and shoulder screw (n00186) has been properly staked and the jaws are slightly loose and misaligned to each other in the closed position and the drive rod (n00185) bosses are damaged where they actuate the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged and for the handle and screw to be loose and separate from the instrument but mishandling and tampering of this device at the end user's facility it suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.